Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that now, the pt needed an MRI, but could not get an MRI because the implantable neurostimulator(ins) was depleted and the pt could not access MRI mode. Pt said they had mris in the past. Pt called rep the other day, and rep told the pt to contact patient services. Patient services specialist(pss) suggested the pt charge their ins and then enter MRI mode once the ins was charged. Pt said they did not have their external equipment with them and said they would call back if they needed help charging their ins and/or entering MRI mode. Pt called back from phone. Pt repeated previously documented information from the call code notes in this case. Pt noted they had their external equipment with them and would like to enter MRI mode. The pt was charging their controller while on the phone and confirmed there was a green blinking light on the controller. Pt did not want their stimulation to be turned on and patient services specialist (pss) informed the pt how they could turn off their stimulation when charging the ins. Patient services specialist (pss) suggested the pt charge their controller fully then call back ps to help them charge their implanted neurostimulator (ins), turn off their stimulation, and enter MRI mode. Additional information received from the patient. Pt reiterated details of case and said they had not charged their spinal cord stimulator(scs) in a while because of issues mentioned in case. During the call, pt got no device found and entered passive recharge mode. Pt got 26, 100, 100. Pt moved the recharger paddle and got 26, 94, 100. Pt stayed in passive recharge mode for 5 or so minutes, but the ins did not advance out of passive recharge mode. Patient services specialist(pss) offered a callback to the pt in 30 minutes to see if the pt was still in passive recharge mode and to check on the progress of charging the ins. Patient services specialist(pss) called the pt back and the pt was still in passive recharge mode. Pt got 17, 100, 100. Pt mentioned their MRI appointment was at 10:30am today. Pt reset the controller and got no device found. Pt entered passive recharge mode, but the ins did not advance out of passive recharge mode even after 10 minutes of being in passive recharge mode. Pt said the recharger cord where the cord met the paddle and the recharger relay box were getting "burning hot." Patient services specialist(pss) sent an email to the repair department to replace the recharger. Pss explained passive recharge mode to the pt and sent instructions on how to enter MRI mode to the pt via email. Pt will attempt to advance beyond passive recharge mode with replacement recharger and then, if successful, try to enter MRI mode once ins was charged.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.